Event description:
It was reported that the patient underwent laparoscopic hernia repair procedure on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the white cap on the distal end of the device came apart. The cap was retrieved and the procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was received with the cannula cap detached from the cannula tabs and the cap was not returned for analysis.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.